Event description:
It was reported to medtronic minimed that the customer experienced an audio anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed, and the customer stated that the customer¿s pump stopped vibrating and did not vibrate during the self-test, indicating a malfunction of the vibration feature. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit failed to audio/vibration during self-test due to vibrator motor connector broken red wire. However, unit passed displacement test. Thump was utilized and downloaded trace/history files properly. No alarm anomaly on event date. Also, care link pro software was utilized and downloaded trace/history files properly all bolus delivered record in file history. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad assembly noted during visual inspection. Unit had scratched case, missing display window cover, cracked keypad overlay, stained keypad overlay, cracked case (battery tube). Unit failed no vibration during self-test due to vibrator motor connector broken red wire confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.